Event description:
On september 06, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue began on the day of event in 2009 at 8 am. The cca noted that the patient manages her diabetes with insulin (self-adjuster). As a result of the alleged issue, the patient claimed she decreased the amount of humalog insulin, she takes by about 5-7 units. Approximately 1 hour after the alleged power issue began; the patient claimed she became shaky; a symptoms she associated with low glucose. The cca noted that the patient denied receiving medical attention. At the time of troubleshooting, the cca noted that the subject meter was brand new and that the patient was attempting to use the reported product with the incorrect test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue begun.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.